Manufacturer narrative:
Additional information was added to b5, h4 and h6. B5: the event was further described as "the blue tamper resistant clamp was able to be pulled off along with the drug port on the bag with very little effort." H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 250ml intravia containers experienced an unspecified connection issue. The connection issue was further described as the container, ¿comes off quite easily, twist and pull¿. The issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.